Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "hard nodules", "bruise", and "hematoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ haematomas. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the lips with 0.8ml of juvéderm® volift¿ with lidocaine. Six days later patient had a touch up injection with 0.2ml of juvéderm® volift¿ with lidocaine. Prior to injection patient was pretreated with emla and after injection patient used ice. After injection patient developed a big bruise and after one week developed hard nodules. Hematoma was also noted. Patient was treated with hylase on 3 separate occasions and was prescribed clarithromycin and prednisolone. Treatments were then changed to ciprofloxacin and claritine (loratadine). Symptoms are ongoing as hard nodules are still persistent. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01385 (allergan complaint #1518096). This is the first MDR submitted for the first suspect product, the first injection of juvéderm® volift¿ with lidocaine.